Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event was reported involving secondary set, secure lock, with IV set hanger, 34 inch it was reported that the disposables had one tiny black dot and a handful others had a watermark was identified on the internal walls of the drip chambers that was pulled from use. There was no patient involvement and harm.